Event description:
The pump was explanted and returned to the mfg for analysis. The device registration system indicates that the pt has expired. The follow-up physician is reported to be "inactive". No cause or date of death is available.